Event description:
During baxter's functional testing of a spectrum pump, it alarmed for a downstream occlusion, when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. The downstream sensor was found out of specification. The downstream pressure shims were also found out of specification, which were adjusted. The downstream sensor was calibrated to ensure proper detection.